Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where the light guide cover lens adhesive of the was chipped and there was corrosion under the light guide lens. The most probable cause of the chipped adhesive is traced to component failure. However, a definitive root cause of the light guide lens corrosion could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the light guide cover lens adhesive of the duodenovideoscope was chipped and there was corrosion under the light guide lens. There was no patient involvement.